Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully no further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011427, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011427 was manufactured according to the work instruction (wi) version 56 and manufactured in the machine multivac 14 on 27/jan/2025, with a total of (B)(4) units. Cannula lot: the lot 4m02989 was manufactured according to the version 16 and manufactured in the machine lc05 on 02/jan/2025, with a total of (B)(4) units. The lot 4m02992 was manufactured according to the version 16 and manufactured in the machine lc05 on 08/jan/2025, with a total of (B)(4) units. The lot 5a03054 was manufactured according to the version 16 and manufactured in the machine lc05 on 17/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.